Manufacturer narrative:
(B)(4). Batch # m54g01. The analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the procedure was completed with the psee60a. Following stapling, it was discovered that the anvil had bent due to the thick tissue. In a follow up discussion with the surgeon, he advised that the tissue transected with the stapler was the sigmoid, affected by diverticular disease and thus very thick. He believes the anvil bent as a result of the thick tissue. He said he could not see any problems with the staple line at the time, and that the patient has now gone home from hospital. As of (B)(6), there were no signs of a leak, the patient is doing well.

Event description:
It was reported that during a laparoscopic anterior resection procedure, following two firings, both with gst60g reloads, the scrub nurse noticed that the anvil had deflected. It is unknown how the procedure was completed. Delay unknown; no adverse event reported.

Manufacturer narrative:
(B)(4). Additional information: one picture was provided; the picture shows an anvil with a green cartridge loaded, the anvil appears to be deflected. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.